Event description:
Received information of multiple instances where load fill tubing was stopped at 9.8 units and a message asking for minimum of 50 units of insulin was displayed. Reportedly, the customer would load as much insulin as the cartridge could hold. Tandem technical support assisted customer load a new cartridge and resume insulin. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.